Event description:
During radial head prosthesis the set screw broke off while the surgeon was attaching the radial head to the radial stem. The screwdriver is supposed to have a torque limiter attached while inserting the set screw. The limiting device was not attached. The screw head snapped at the head and was removed from the screwdriver tip, and is now available for evaluation. The surgeon continued with the procedure with only the screw shaft securing the head and stem. The procedure was completed to the satisfaction of the surgeon. The screw shaft remains embedded in the radial head, part number 09.402.024s, joining the radial head and radial stem. The surgeon completed the procedure successfully without delay and without any adverse event to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information provided. Nemcomed (presently avalign technologies ¿ nemcomed) manufactured the 24mm cocr radial head standard height, p/n 04.402.024s, lot number 6955108, (B)(4). There were no mrrs, ncrs, or complaint-related issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
A review of the device history records has been requested. The investigation could not be completed and no conclusion could be drawn as no device was returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.